Event description:
It was reported that an unspecified number of syringe 10ml reg pr saline 10ml fill experienced difficult plunger movement, and had the plunger loose/fall out during use. The following information was provided by the initial reporter: material no: 306546; batch no: unknown. Verbatim: I am hearing complaints from our nurses that the flushes we have recently switched to aren't working as well. I am hearing that the plungers fall out rather easily when pulling back, and that they don't seem to provide as much pressure when flushing trying to obtain blood return, even people feeling like it is causing more need for repositioning of patient. Another thing, a nurse had a piv today that wouldn't flush, so she took the IV out, just to find it was the syringe that wouldn't flush past 5ml, even when taken off. It had already been thrown away when she told me about it. Our previous ones were a little shorter and fatter (they had a 12ml capacity), but I do not know any other differences as they both had 10ml in them.

Manufacturer narrative:
The following information has been updated: b.3. Date of event: 2019 (B)(6); h3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 10ml reg pr saline 10ml fill experienced difficult plunger movement, and had the plunger loose/fall out during use. The following information was provided by the initial reporter: material no: 306546; batch no: unknown. Verbatim: I am hearing complaints from our nurses that the flushes we have recently switched to aren't working as well. I am hearing that the plungers fall out rather easily when pulling back, and that they don't seem to provide as much pressure when flushing trying to obtain blood return, even people feeling like it is causing more need for repositioning of patient. Another thing, a nurse had a piv today that wouldn't flush, so she took the IV out, just to find it was the syringe that wouldn't flush past 5ml, even when taken off. It had already been thrown away when she told me about it. Our previous ones were a little shorter and fatter (they had a 12ml capacity), but I do not know any other differences as they both had 10ml in them.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k): without knowing either the manufacturer or lot # for this device, the PMA/510(k) could be either k161552 or k141311. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of syringe 10 ml reg pr saline 10 ml fill experienced difficult plunger movement, and had the plunger loose/fall out during use. The following information was provided by the initial reporter: material no: 306546, batch no: unknown. Verbatim: I am hearing complaints from our nurses that the flushes we have recently switched to aren't working as well. I am hearing that the plungers fall out rather easily when pulling back, and that they don't seem to provide as much pressure when flushing trying to obtain blood return, even people feeling like it is causing more need for repositioning of patient. Another thing, a nurse had a piv today that wouldn't flush, so she took the IV out, just to find it was the syringe that wouldn't flush past 5 ml, even when taken off. It had already been thrown away when she told me about it. Our previous ones were a little shorter and fatter (they had a 12 ml capacity), but I do not know any other differences as they both had 10 ml in them.